Event description:
One actual sample was returned for evaluation for the condition of no flow, and was confirmed. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
The condition of no flow was confirmed due to high cracking pressure. To address the high cracking pressure issue, the label instructions specify that the bag requires squeezing if the solution does not flow. A batch review was performed and no deviations were found. Should additional information become available; a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).